Manufacturer narrative:
The user facilty report to the national authority refer to a repair measure in december 2024 performed by a dräger technician - then, during first use after that repair, on january 3rd 2025 reportedly a black screen occured - no further details have been described. Within the user facility report a date of occurence on february 6th was stated for the event - but on actual dräger request the hospital confirmed that the event on january 3rd was the only one. On february 5th a dräger technician was informed and came back to check the device - no device failure was found and the device went back into service without conspicuousness until now. In fact, due to very limited information available, the complaint cannot be fully understood since it is not clear if solely the device screen blanked out or if the entire device shut-down. A blanked screen might be a consequence of an automatically software restart (to overcome a runtime error - therapy functions will recover/continue after few seconds) or a device shut-down which not necessarily been related to a device malfunction - might be due to mains power loss and depleted/worn internal battery or may be an environmental factor, use error or maintenance problem. With respect to the reported repair measure in december, the service report documented the exchange of the ventilation unit (motor assembly) but this does not allow a conclusion related to the actual reported black screen or shut-down of the device due to missing device logs or further detailed information. The affected device was manufactured in december 2018 - so, in operation for approx. 6 years now. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state which allows that patient support can at least be bridged until a replacement device is made available. Further conclusions are not possible due to lack of information.

Event description:
It was reported that during use on a patient the device screen suddenly turned black. The device was replaced by spare unit - no patient consequences have been reported.